Event description:
The user facility reported that the guiding sheath became stuck, then "began to shred" during withdrawal from the patient. The physician stated during follow-up communication that: the patient had a "very scarred groin," which "clamped onto" the sheath during withdrawal; continued attempts to remove the device caused the sheath to separate and the inner wire to become "exposed"; the entire sheath was removed from the patient, the procedure was completed successfully; and the patient condition is reported to be "good."

Manufacturer narrative:
Results - based upon evaluation of returned samples and user facility information; based upon testing of reserve samples. Conclusions - based upon evaluation of returned sample and user facility information; based upon testing of reserve samples. The failure investigation was based on assessment of user facility information, returned and retained samples. Visual examination of the return sample confirmed that the sheath tubing had been severely stretched and eventually separated into several pieces. However, while the inner coil was exposed and elongated, it remained intact connecting all the sheath tubing sections together. Inspection and testing of the retained samples found no defects or anomalies and product performance specifications were met. Although the cause of the reported event cannot be definitively determined, the event description and returned sample appearance are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. There is no indication that the reported separation was related to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the instructions-for-use stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.